Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. It was also reported that the drive support cap is loose. Customer's blood glucose level at the time 197mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.